Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severely angulated proximal neck (greater than 60 degree). Unapproved use of device (severely angulated proximal neck (greater than 60 degree). Conclusion: device failure/lack of effectiveness related to patient condition (severely angulated proximal neck (greater than 60 degree). Operational context contributed to event (severely angulated proximal neck (greater than 60 degree).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 8.5 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal neck was 22.8 mm in diameter and 30 mm in length. The left iliac artery was 8.6-16 mm in diameter. The proximal neck had a strong curve. No clinical sequelae were reported and the patient is fine. It was reported after implantation of the stent grafts there was a proximal type I proximal endoleak was observed on the angiogram. The physician ballooned with another company's balloon, which reduced the leak but did not resolve it. The endoleak was not filling the aneurysm so the physician decided to monitor the patient. The physician commented that it was a very hard case and the endoleak should resolve on its own. No additional clinical sequelae were reported and the patient is fine. The severely angulated neck may have contributed. The returned pre-implant films have been reviewed. The films showed a severely angulated proximal neck (greater than 60 degree); angulated in both the l-r and a-p orientation. The 8.5cm abdominal aortic aneurysm contained thrombus, and the iliacs were tortuous and calcified. Images during or post-implant were not provided; therefore the endoleak could not be assessed.